Manufacturer narrative:
(B)(4). Evaluation summary: the device was received for evaluation. Visual inspection revealed that the tubing had been cut approximately 33 inches below the first y-site. The reported condition was confirmed. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The cause of the reported condition could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink solution set leaked. This occurred during priming with saline. The nurse stated that part of the tubing appeared to have a piece missing, and that it looked like a chunk was cut off of the tubing. There was no patient involvement. No additional information is available.